Event description:
Follow up revealed that the infection has cleared.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed an infection at their lead site. Cultures were taken and confirmed that (B)(6) was present. As a result, the patient underwent surgical intervention on (B)(6) to have their scs system explanted. The patient was treated with intravenous therapy (IV) antibiotics while at the hospital and was sent home with oral antibiotics.